Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had blank screen and it was vibrating customer stated that there was fluid in the battery compartment. Customer states battery cap is not damaged. Customer was assisted with troubleshoot and customer stated that the home screen did not appear on the display. The product will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. Device was received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.